Manufacturer narrative:
(B)(4).the insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that there is a crack in the insulin pump's case. The customer also reported that the drive support cap appears to be damaged. The blood glucose level was not included in the report. Nothing further was reported.